Event description:
An opeerator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was delivering milrinnone at an inspecified rate and volume to be infused. At an unspecified time, the nurse increased the rate to deliver a "10 min bolus" of milrinone. Approx 20 mins later, the nurse noted that the pump was still delivering at the programmed rate used to deliver the bolus. The pt's blood pressure was monitored. There were no reported adverse pt effects. No med interventions were required.